Event description:
Prior to a colectomy procedure, the clips fired not completely closed. The head nurse verified the device before operation. Then this device was not passed to the surgeon for using it. No patient consequence.